Manufacturer narrative:
Qn#(B)(4). Information was received from (B)(4) adverse incident report. The event description indicates that the product was a 3-lumen catheter. However, the reported lot number is for a 4-lumen catheter.

Event description:
It was reported that on insertion of triple lumen central venous catheter in the right internal jugular vein the dilator was found to have the end concertinaed/damaged after insertion into the patient. Patient had rheumatoid arthritis and head was tilted to the right. The left side was unsuitable for a cvc as there was a 16 ga cannula in the external jugular vein. Full sterile precautions were taken and use of real time ultrasound. Guidewire visualized in the vein before use of the dilator. Dilator was hard to pass, extra small nick made in the skin to aid its passage. The clinician was unable to pass the cvc line over the guidewire. On attempting to dilate the vein again the clinician picked up the dilator and noticed that it had a partly blunted end. Senior spr was called to the bedside. Guidewire in the vein was confirmed again on ultrasound. A second dilator from a new set was used and passed much better. Cvc sited and secured with no further problems. (Patient awake gcs (B)(6), la to skin and reassurance throughout the procedure - nurse present throughout).

Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of a photograph provided by the customer. The actual sample was not returned for evaluation. The photograph depicted a dilator with damage at the tip. However, it was not clear from the picture if the tip was pushed back or torn off. A review of manufacturing records did not yield nay relevant findings. The provided instructions state to enlarge the puncture site with the cutting edge of a scalpel positioned away from the guide wire which is already inserted into the patient. The customer reported making a small skin nick while the dilator was inserted. Since the damage was found after initial use and the damage is consistent with resistance, operational context caused or contributed to this complaint. No further action will be taken.